Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield pusher wire was returned for analysis, stuck inside the returned phenom 27 catheter, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex shield braid was not returned. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. No bends or kinks were found on the pusher wire. The phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were found in the catheter hub. No other anomalies were found. Testing/analysis: the pipeline flex shield pusher wire was removed from within the returned phenom 27 catheter lumen without difficulty. The phenom 27 catheter total and usable lengths were measured within specifications. The catheter was flushed with water and found to be patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed. The pipeline flex shield braid was not returned. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was normal, and the pipeline was not positioned in a bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged by over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Since the braid was not returned, any contribution it made to the failure to open could not be determined. No complaints were reported regarding the returned phenom 27 catheter. Additionally, during the device testing, no issues were encountered, and no damage to the catheter was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was poor deployment of the pipeline flex with shield technology stent (ped2) distal tip. The stent was resheathed and removed from the patient's body with the phenom 27 microcatheter. The ped2 and phenom 27 microcatheter were replaced with a smaller ped2 and phenom 27 to complete the procedure. No patient symptoms or complications were associated with this event the patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right internal carotid artery segment c2 aneurysm with a max diameter of 11 mm and a 6 mm neck diameter. The landing zone arterial diameter was 3.8 mm distally and 4.65 mm proximally. It was noted the patient's vessel tortuosity was normal. Right internal carotid artery access vessel diameter was 4.6 mm. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure showed no change. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Troubleshooting included a change in tip placement position. The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed 3 or more times. No additional operation, such as using another device, to deploy the stent, was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update a2, a3, a4, and b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the stent failure to open was unknown. There was no difficulty in positioning the device, and no particular friction was observed during delivery. No resistance was encountered in any section of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No damage or abnormality was observed in the proximal part of the pipeline pushwire or catheter; the device remains with the microcatheter stored inside.